Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver a 24 hour infusion of 4320mg/2562ml methotrexate, at a rate of 240ml/hour, via a plum pump. At 0850, the male luer adapter of an unspecified 60ml syringe was connected to the clave secondary port on the cassette of the tubing set, for a delivery of 1meq/1ml of sodium bicarbonate, at a rate of 4.8ml/hr. No further programming parameters were provided. After an unspecified length of time, the customer contact indicated that solution from the solution container was backprimed into the syringe. No specific details were provided. At 2100, it was reported that the patient stated he heard a ¿pop¿ from the IV pump and noted that an unspecified volume of solution leaked from the clave secondary port. No specific details were provided. It was reported that the solution that leaked was cleaned up according to the user facility¿s protocol. It was reported that the pop and the leak were noted twenty-three hours and 50 minutes after the 24 hour delivery was started; therefore, the tubing set and medication were not replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.